Manufacturer narrative:
The complaint of leaks on item ms930 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The complaint/event occurred on an unspecified date involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer that was reportedly leaking at the clave connector during an IV set up for a patient on different occasions from different boxes. There was no patient harm associated with this complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter email: (B)(6).